Event description:
It was reported by the rep that during a laparoscopic cholecystectomy the clips were not closing all of the way and some criss cross. The case was completed with another stapler. There was no pt consequence.